Manufacturer narrative:
(B)(4). D10: cat# 11-103203 lot# 553970 taperloc por lat fmrl 9x137. H6: proposed component codes: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided; review of the available records identified the following: an initial right tha was performed. The patient developed elevated metal ions, and a revision was performed. Staining was found on the tissues and fluid found around the joint from a metal on metal reaction. Wear was noted. The head was explanted and replaced. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately thirteen years post-implantation, the patient had a right hip revision due to elevated metal ion levels and concern for metal on metal wear. During the procedure, the patient had a good deal of serosanguineous fluid in the joint and metal pathology was noted. A new liner and head were placed. The stem and cup remained implanted. Attempts have been made and no further information has been provided.